Manufacturer narrative:
Product was sent for histology analysis by histion (third party analysis laboratory) to assess bony in-growth. No structural analysis is performed. Based on the information provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The root cause could not be determined as the infection did not start at the ifuse fusion site. Part numbers, lot numbers, and expiration dates for the ifuse implants: p/n 7035-90, lot# 3776-10023, expires 2014-02; p/n 7040-90, lot# 10008, expires 2013-08; p/n 4040-90, lot# 10016, expires 2013-11.

Event description:
On (B)(6) 2011, a surgeon performed a left side ifuse procedure on the patient placing two ifuse implants. He added one additional implant to the left si joint on (B)(6) 2012. The same surgeon performed a bilateral ifuse procedure on the right side on (B)(6) 2011. The patient developed an infection that started in her lumbar spine and later continued down into her left si joint leading to a revision surgery where a different surgeon decided to remove the lumbar harware and the left side ifuse implants. He first used a burr to remove the bony growth from the ends of the ifuse implants and then removed the three implants using the si-bone implant removal tool. After explantation, he placed a resorbable bone substitute with vancomycin and tobramycin into the voids left by the removal of the ifuse implants.